Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient became aggressive and experienced confusion. The cgm was reading 4.2 mmol/l and the blood glucose reading was 2.9 mmol/l. A friend was with him and assisted with the treatment as the patient was aggressive and confused and did not realize that he needs treatment. The friend treated the patient with a glucagon injection. The patient recovered after the treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.